Manufacturer narrative:
B1 - corrected to adverse event in initial MDR. B2 - corrected to required intervention to prevent impairment/damage (devices) in initial MDR h1 - corrected to serious injury in initial MDR. Claim # (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated a 12.6mm micl12.6 implantable collamer lens, -12.50 diopter, tore while being advanced during loading. There was patient contact but no injury. The backup lens was loaded and used without incident. The patient is better than 20/20 without correction, with perfect vault at one week.